Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with the wear of the abbott diabetes care (adc) device. A customer reported that upon the removal of the adc device, they observed swelling, infection, and pus at the insertion site. The customer self-treated by draining the pus and confirmed that the "swelling is now subsiding". There was no third-party intervention for the reported issue. There was no report of death or permanent impairment associated with this event.